Event description:
This is a verbatim report as received by valeant from sinclair pharma: this case was received from a physician and concerns about a (B)(6) year old female pt. The pt had no relevant medical history and no history of any allergies. The pt; however, presented with a "sagging in her face". On (B)(6) 2012, the pt started therapy with sculptra (injectable poly-l-lactic acid). It was reported that the pt received sculptra treatments a total of four times (dates (B)(6) 2012). In (B)(6) (unk year), the pt was treated with princess (hyaluronic acid) in nasolabial folds and therafill (injectable atelocollagen dermal filler) in perioral area. In july (unk year), the pt suddenly presented with oedema with an inflammation of the cervical ganglions. She was admitted to the emergency clinic and received "internal medicine service". A complete analysis was done with cranio facial investigations. The physicians did not link this effect to sculptra treatment. In (B)(6) (unk year), the physician who treated the pt was informed of this reaction. The pt had been treated with "corticoids, antihistaminic" that improved the edema but let to nodules appearance in the mandibular zone and neck. Since (B)(6) (unk year), the pt has been treated with celestone for nodules. This event of nodules did not resolve. For reference purposes only, the following tracking number has been assigned: (B)(4). This case was received by sinclair pharma on (B)(4) 2013 and was forwarded to valeant on (B)(4) 2013.

Manufacturer narrative:
Pharmacovigilnace_ comment: (B)(4) 2013. Oedema, inflammation, nodule assessed as serious and a casual association cannot be excluded. However, the pt had also received other medications which is a confounding factor and may have contributed to the development of the events. Device 2 -therafill, atelocollagen. Device 3 - princess, hyaluronic acid.